Event description:
It was reported that the implantable pulse generator (ipg) was underreporting the patient's atrial tachycardia (at)/ atrial fibrillation (af). The patient was in af and the device was mode switched, however there was no suspended episode noted under atrial high rate episodes and nothing reflected on cardiac compass. The device was reprogrammed and remains in use. Also, the right atrial (ra) lead was intermittently undersensing the af. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012. (B)(4).